Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples were received. Two photos were provided. Both show a needle assembly hub, the plastic hub shows a fine line like a crack. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it, after that the plastic shield is assembled. In this case it may have happened that when the plastic shield was assembled the part was not fully centered inducing this damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 6207937 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: it could have happened during nip line assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that a crack was found in the bd¿ bulk, non-sterile needle hub. The following information was provided by the initial reporter: "the yellow cannula holder shows a crack. DHR review is required for this complaint."